Manufacturer narrative:
Alleged failure: cib cus in biomed- chris e41 error code slight burning smell po wcb the failure identified in the investigation is consistent with the complaint record. The probable root cause is the rf board's electrical components exposure to liquid. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that there was a burning smell coming from the product. Upon investigation, it was found that the thermal event was a result of a burnt component. There was no patient involvement and therefore no adverse consequence.